Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke at 150,000 j; it was used up to 291,000 j with reduced effectiveness. The malfunction resulted in an extension of the surgical time whilst awaiting the use of a new laser fiber in order to complete the procedure. There were no patient complications.